Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erratically low level troponin (accutni) qc at concentration of approximately 0.05 ng/ml and erroneous accutni results on five (5) patient responses above the acute myocardial infarction (ami) cut-off generated access 2 immunoassay system used in conjunction with access accutni reagent (lot # 121410). This event occurred over the course of three (3) days; (B)(6) 2012. This report documents the results obtained on (B)(6) 2012. The erroneous results were not reported out of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Review of qc data from electronic file demonstrates significant high (up to 17 fold increase) qc failure of low control on all days of the event ((B)(6) 2012). A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse performed preventive maintenance (pm) on the instrument and observed the following issues: the incubator belt motion was not smooth; tooth from belt had broken off and was stuck between teeth of guide pulley. The teeth of incubator belt were "sticking" on release from teeth of guide pulleys. In addition, salt residue from a fluid spill had built up around the mixer pulleys and spinner assemblies. The fse cleaned the guide pulleys, changed incubator belt and adjusted position of white teflon belt guides. The fse also cleaned up salt residue from the fluid spill build up. This resolved the issue and the instrument was returned to operation. The probable cause of the event was attributed to the non smooth movement of the incubator belt. The following mdrs listed below includes the complete list of reports submitted for this event that occurred at this customer site: 2122870-2012-01398, 2122870-2012-01399, 2122870-2012-01400.